Event description:
The nephrologist reported that the pt had a routine dialysis treatment. In an unwitnessed event at home, there was a large blood loss. The pt was brought to the emergency room in full cardiac arrest, where pt expired.